Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist hinge was loose. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown when the issue was identified. The force bipolar instrument wrist hinge was loose but the instrument jaws were not misaligned. There was no collision with other instruments or tools. The procedure was completed with back up force bipolar instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The part was returned with a reported complaint that does not affect functionality. There is play between the grip tips and the distal clevis when manually manipulated off the system which is an expected condition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the force bipolar instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.02¿ offset at the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed initial findings. The instrument was placed on an in-house system and confirmed to move intuitively and precisely to the master tool manipulator (mtm) commands. The instrument was compared to an in-house instrument, and it was confirmed that the grip base located in the distal clevis was in its normal position when the wrist was straight and bent. It was not loose or dislodged. The distal end was inspected, and no cables, wires, or pins were found to be loose.

Event description:
Refer to h10/h11 for follow-up information.